Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer reported a blood glucose reading of 218 mg/dl at the time of the call. The customer declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.